Manufacturer narrative:
Section a4: patient weight was not made available. Section b3: event date is estimated. Section d6b: explant date is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. It was reported to abbott, a patient's former thoracic system was replaced with no record of why the system was explanted. The rep was unaware of the details regarding the system replacement. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's scs system was explanted for an unknown reason. The patient had been reimplanted on (B)(6) 2021, however it is unclear if the patient's initial scs system was also explanted on that date.